Manufacturer narrative:
Additional information: the available information does not allow a root cause determination. To determine an exact root cause a device investigation would be necessary. However, no date for re-implantation has been scheduled yet.

Event description:
The bilaterally implanted patient has not been able to hear on the left side for a week before the appointment. Re-implantation has been recommended but no date has been set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been able to hear on the left side for a week before the visit. Re-implantation is being considered.

Manufacturer narrative:
Additional information: the available information does not allow a root cause determination. To determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The bilaterally implanted patient has not been able to hear on the left side for a week before the appointment. The device has been explanted.